Event description:
The surgeon reported that he completed an accolade / trident revision surgery due to trunnion corrosion. Reportedly, no signs of necrosis behind cup or acetabular region. Localized back tissue ringing neck by head neck junction.

Manufacturer narrative:
Associated device: accolade stem, cat # and lot code unknown. A supplemental report will be submitted upon completion of the investigation.